Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the incision was slightly widened to complete the case. The patient experienced slight induced astigmatism.

Manufacturer narrative:
The iol was returned for analysis. Additional observations were as follows; the lens was returned advanced to the nozzle entry area of a company iii (d) cartridge. The lens and haptic positions are acceptable. The cartridge has evidence it has been placed into a handpiece. No lens or cartridge damage observed. Additional information: the complainant indicates the use of company viscoelastic which is not qualified for use with associated iol/ cartridge combination. The root cause for the pc-tear could not be determined. The lens was returned in the company iii (d) cartridge and could not have contributed to the reported "capsular rupture at the time of implant injection in the left eye" a malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular implant (iol) surgery, a patient experienced a posterior capsular rupture. A three (3) piece iol was inserted to complete the case. Additional information has been requested.